Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported they was unable to pair insulin pump and the transmitter. It was reported that the pump was alerted with the device not found. Troubleshooting was performed and the customer mentioned that the sensor did not connect with the transmitter. No harm requiring medical intervention was reported. The transmitter will be returned for analysis.